Event description:
It was reported that pump repeatedly displayed CGM error 42 with G7 sensor, with same error occurring three or more times and previously reported on this pump. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if necessary, and Technical Support arranged replacement pump and discussed out-of-warranty loaner pump option.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS iPhone 11 Pro / Unknown / iOS_17.3.1.